Manufacturer narrative:
(B)(4). All pertinent information available to the manufacturer has been submitted. Placeholder.

Event description:
We received a report that an tecnis toric zct400u205 intraocular lens rotated 15 - 20 degrees within 24 hours post-operatively in the patient's right eye. The iol had been placed at 10 degrees. The surgeon repositioned the iol on (B)(6) 2015 and the patient's visual acuity at the last office visit was 20/25+ and the iol appeared to be stable.

Manufacturer narrative:
The manufacturing record review was performed. No deviation or non-conformance report (ncr) was identified for the complaint type reported or related to the initial report information when this production order was manufactured. There were no process and / or material changes within the production order number. There were no non-conformances with respect to the sterilization process. The in-line optical inspection data shows the lens is within power specification. The documentation shows that the production order was manufactured according to specifications. The product met manufacturing release criteria. All pertinent information available to abbott medical optics has been submitted.